Manufacturer narrative:
Additional procodes: dzj, hxx. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, the screw holder for 90 degrees screwdriver was noted to have difficulty sliding when used with the handle for 90 degrees screwdriver. It was also noted that the turning handle for 90 degrees screwdriver was also having a difficulty in sliding since the plating is peeling off. There was no patient involvement reported. It is unknown how the malfunction was discovered. This report is for a handle for 90° screwdriver. This is report 2 of 3 for (B)(4).